Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported the patient went in the to the healthcare professional (hcp) office for a reset and it got hot and burnt the patient. The caller stated that the patient didn¿t feel like her programming was being set up appropriately. The caller noted the patient had pain since she last went in the office for the setting to be changed, which was about a month prior to the call. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.